Event description:
On 12/03/2007, the patient's diabetes educator called for assistance with setting up the patient's infusion device. The patient is visually impaired. The caller reported. That the patient's blood glucose was elevated to 533 mg/dl and she stated, that the patient is "very brittle."the patient's normal blood glucose range is 150-175 mg/dl. The patient bolused 9 units of insulin to lower her blood glucose. The caller stated, that the patient's blood glucose was elevated due to not changing the insulin cartridge of infusion set for 8 days. The caller was educated on proper insulin cartridge and infusion set use. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.